Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: the device was locked on to tissue within the patient during a laparoscopic appendectomy. The physician performed all three steps of function simultaneously as opposed to consecutively. In order to remove it was determined that we must break the device prior to removing it. The surgical field was checked outside and within the patient to ensure no pieces of the device were found.

Event description:
It was reported that the stapler was stuck on tissue during an unknown procedure. Talked her through removing it. No patient consequences were reported.